Manufacturer narrative:
A.5 ethnicity is unknown. The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. The visual inspection of the returned product revealed a kink in the cannula. The low pump flow or suction or non-pulsatile motor current from a kinked cannula that resulted from improper pump positioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was placed and initial flows were 3.6 liters. Reportedly, during the attempt to advance the impella cp, the impella kinked resulting in flows unable to reach past 2.5 liters. The physician made the decision to leave the impella cp in place and complete the percutaneous coronary intervention regardless of the kink. The patient reportedly remained stable throughout the case. The patient remained on impella cp support and was successfully weaned. There was no patient harm reported and the patient survived the explant.